Manufacturer narrative:
Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2010, product type: implantable neurostimulator. Product ID: neu_unknown_lead, serial# (B)(4), implanted: (B)(6) 2006, product type: lead. Product ID: 7495-5, serial# (B)(4), implanted: (B)(6) 1999, product type : extension. Product ID: 3555-31, serial# unknown, product type: screening device. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. There was an older lead and extension attached to a pocket adaptor. During replacement on the day of the report, they tested the pocket adaptor in the multi-lead trialing cable (mltc) and the impedances were a little bit high with one of them being a lot higher. The doctor connected the implantable neurostimulator (ins) and post-op the impedances were the same as they were in the mltc but the patient did not feel stimulation. With electrode 2 as the reference electrode the impedance readings were 2-0 in the 6000-7000 range, 2-1 was 2200, and 2-3 was 2200. A manufacturer representative tried maximum pulse width and rate but the patient never felt any stimulation. The event date was the day of the report. The patient had no falls or trauma since they last felt stimulation. The impedance range for 0-3 was between 6000-7000 as well. The manufacturer representative tried using the electrodes with the lowest impedance readings but this did not resolve the issue. The manufacturer representative planned to meet the patient the day after the report. The representative did group impedances and this looked no rmal to them. They used programming of 1-, 2+, and 3- for the electrode polarities. It was further reported that the high impedances did not resolve immediately. A manufacturer representative was going to find out more at the may 20th post-op. A previous x-ray showed that the lead was intact. Impedance tests in the operating room showed 1 contact out of range but the other 3 within range including using reference electrode #2 with resulting impedances in 1 <(>&<)>3 around 2000. The cause of the issue was unknown. Interventions were still to be determined. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Event description:
It was further reported that at the patient¿s follow-up appointment on (B)(6) the impedances still remained high. They were out of range on contact 0 and using contacts 1, 2, and 3 resulted in group impedances around 2200. The patient still did not feel stimulation at 10.5v. The patient was getting no therapy. They were sending for an additional stimulation trial to revise the patient¿s leads to a paddle lead. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.